Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient experienced an asystole. The device was not pacing due to oversensing of myopotentials and lead noise. An increase in lead impedance was also observed. The lead was recommended to be replaced. The patient was stable.

Event description:
Additional information received indicated that the lead was revised on (B)(6) 2016 and replaced with a new lead. The patient was stable post procedure.